Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that non-sustained right ventricular oversensing was noted on the right ventricular lead due to noise. The patient was asymptomatic to the noise. The noise was reproducible by isometrics on (B)(6) 2018. The device was reprogrammed, however, noise was still observed. Lead revision procedure was discussed. The physician elected to continue to monitor the patient.